Event description:
A customer reported that a patient implanted with two tritanium pl cages underwent revision surgery approximately three months post-operatively due to an infection. This report captures the first of two cages.

Manufacturer narrative:
Additional data: b5, d4, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
The infection was reported to be at the surgical site.